Event description:
It was reported that the user contacted support to confirm successful pairing of the ilet device and mobile app, which was verified as connected, and subsequently described an episode of low blood glucose while running errands, with concern for inaccurate freestyle libre 3 plus sensor readings after switching to a new phone. Symptoms included a blood glucose of 63 mg/dl with shakiness that improved to 105 mg/dl after oral carbohydrate intake with a meal. Outcomes included no injury, no loss of consciousness, no emergency care, and no hospitalization. Investigation included a device use assessment and user guidance on contacting support for cgm-related issues and documentation. Investigation of this case revealed no malfunction or performance issue with the ilet system or mobile app pairing, while potential cgm accuracy concerns were attributed to recent phone and software changes reported by the cgm manufacturer. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.